Manufacturer narrative:
Follow-up #1: date of submission 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2016 with the following findings: pump made a rattling noise when shaken that increased in volume when the pump vibrated. Opened pump; vibration motor found to be partially loose. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas and alleged that the pump had a loose internal component issue: it made a rattling noise. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.